Manufacturer narrative:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted for bicuspid aortic valve and aneurysm of the sinus of valsalva, into a (B)(6) patient. Initially the patient did well, but began to develop mild insufficiency approximately five years post implant, that later progressed to moderately severe insufficiency a year later. The patient became symptomatic requiring valve replacement approximately (B)(6) months post implant. At the time of explant, the surgeon noted cusp degeneration and calcification. As such, this event was investigated as a complaint and the results are summarized below. A review of the literature indicates an explant of this nature while rare has been reported in the literature and is not an unexpected outcome. A review of the donor's record revealed the donor had a history of rheumatic fever as a child. At the time of processing and release a history of rheumatic fever was acceptable. The relationship of the donor's history of rheumatic fever to the reported complaint is not known, but could be a contributing factor. During inspection of the allograft post-processing the allograft did not show evidence of damage. A review of the processing records reveals the allograft met all processing specification prior to release. With the available information, no conclusions can be made at this time.

Event description:
During a retrospective clinical study, it was noted the synergraft aortic valve was implanted by dr. (B)(6) in 2003 for bicuspid aortic valve and aneurysm of the sinus of valsalva (B)(6). Echocardiography initially demonstrated a well-functioning valve. An exam in (B)(6) 2009 indicates progressive aortic regurgitation and intention to re-operate. On (B)(6)2009, the patient underwent re-do sternotomy, re-do aortic root replacement (23-mm carbomedics valve conduit), and reimplantation of the coronary arteries.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.